Event description:
It was reported in a service report that there was a missing footboard module and a damaged communication cord. No adverse consequences were reported.

Manufacturer narrative:
Result: missing footboard module.